Event description:
Patient connected to a siemens servoventilator model 300a. While ventilating the patient, the ventilator began "oscillating". The patient was bagged and a replacement ventilator was reconnected to the patient.